Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, an unknown issue occurred with the transmitter. No medical intervention was reported. Additional event or patient information is not available.